Event description:
It was reported that a patient experienced shortness of breath, chest pain, and subsequently died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to cardiac failure. Six days prior to death, the patient was admitted to the hospital for shortness of breath (sob) and chest pain. It was unknown what type of treatment was delivered to the patient for this event. Due to the patient¿s ¿cardiac status¿, the patient was placed on hemodialysis as the only type of dialysis therapy during his hospital stay. Prior to being admitted to the hospital, the patient was on apd using a homechoice (hc) device, however, was not connected to the hc at the time of experiencing the sob and chest pain. The patient did not fully recover from the event and subsequently passed away due to cardiac failure while in the hospital. An autopsy was not performed. At the time of this report, a death certificate was not available. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported death. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was performed successfully. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.